Manufacturer narrative:
Patient weight not available for reporting. Date of non-union, infection, and broken devices is not known. This report is for an unknown cable. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on unknown date for treatment of a humeral fracture. Patient was implanted with one (1) 4.5 mm narrow plate, unknown quantity and type of screws, and unknown quantity and type of cables. On an unknown date post-operatively, patient presented with a non-union, infection and two (2) broken cable implants. On (B)(6) 2017, surgeon removed all implants and revised the patient to an antibiotic spacer. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for unknown quantity of unknown cable. This is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.